Manufacturer narrative:
Batch review performed on 5 november 2025. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0&deg; (k170452) lot: 2343998: (B)(4) items manufactured and released on 18-mar-2024. Expiration date: 03-mar-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0120 humeral reverse hc liner d 36/+3mm (k170452) lot: 2315955: (B)(4) items manufactured and released on 22-nov-2023. Expiration date: 06-nov-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0169 glenosphere - d 36x24.5 (k170452) lot: 2340113: (B)(4) items manufactured and released on 29-jan-2024. Expiration date: 13-jan-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 1 year and 5 months from the primary, the patient came in due to an infection and the pathogen is unknown. The surgeon performed a washout and swapped the metaphysis, liner and glenosphere. The surgery was completed successfully.